Event description:
On (B)(6) 2025, the user reported that after announcing breakfast, blood glucose increased to 308 mg/dl. At the time of the call, blood glucose was trending down, and no further intervention was required. Blood glucose was corrected by giving the ilet time to adjust. The user reported feeling thirsty, and no further intervention was required.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.